Event description:
Initial reporter indicated that their handheld computer had "software upgrade problems" and that after software migration, "the screen frozed after 30 minutes". The handheld was reset and produced an error message after initial interrogation. Good faith attempts are being made to retrieve the product.